Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A visual and microscopic examination of the returned product was completed on the returned guidewire, and the following features were observed: - this is 3-piece construction: coil, core, and ribbon. The ribbon and coil are welded at the distal end, and the ribbon, core and coil are welded at the proximal end. This is a j-shaped product. - the guidewire was returned without the distal tip; therefore, analysis could only take place on the fracture points that did return. Examination of the coil and ribbon indicates that it was likely sheared during the detachment of the distal tip. - the core was intact and there was 8.5cm of the core and 3.9cm of ribbon protruding from the coil at approximately 169.8cm from the proximal end. - there was a kink on the ribbon at 0.3cm from the ribbon fracture point. - there was a bend on the guidewire at 7.2cm and an open coil at 4.6cm from the proximal end. There was also evidence of coating removal at 159.2cm from the proximal end and at the proximal end. - no anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. - no other damage was noted on returned guidewire. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. The classification as reported was "functional: stretched/open coils" however upon inspection the classification as analysed was determined to be "damaged: fracture/shear". Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
Device/procedure outcome: original device used, procedure completed. Patient outcome: f26: no health consequences or impact. Event description: all information received via electric system is attached to this record. Per cnf, it was reported that: event: the guidewire got stuck. When did it occur? Upon removal after treatment. What type of guidewire was used, recommended starter guidewire. If the guidewire is a bsc device, what is the lot or j-pos number? Starter guidewire lot: 8939739. Was a new guidewire used to continue the procedure, or was the same guidewire used? Since the procedure was completed, no additional guidewire was used. Was the guidewire able to be removed as usual? Due to resistance during removal, the guidewire was removed together with the catheter while still protruding from the catheter." Was there any resistance during the manipulation of the guidewire? Yes, resistance was felt. Was the guidewire inserted and removed from the catheter several times? Yes, several times. What was the act at the time the stuck occurred? 340 seconds. What are the details of the events leading up to the occurrences? When the catheter was being removed, resistance was felt while pulling the guidewire, so the guidewire was removed together with the catheter. Upon inspection of the wire, there were areas where the coil wire was stretched and portions where the core wire had protruded. A red, wire-like substance was observed attached to the catheter tip, which was considered the likely cause of the stuck. Note: all patient information fields that were left blank in the cnf - "asked but not available as per account". Physician comments: patient outcome: no adverse event. Infected: no. Generator/controller: yes, yes, fara star. Ablation catheter used: none other used: none. Event date: 2025-11-19. As reported device codes: 1457: entrapment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions.

Event description:
Device/procedure outcome: original device used, procedure completed. Patient outcome: f26: no health consequences or impact. Event description: all information received via electric system is attached to this record. Per cnf, it was reported that: event: the guidewire got stuck. When did it occur? Upon removal after treatment. What type of guidewire was used, recommended starter guidewire. If the guidewire is a bsc device, what is the lot or j-pos number? Starter guidewire lot: 8939739. Was a new guidewire used to continue the procedure, or was the same guidewire used? Since the procedure was completed, no additional guidewire was used. Was the guidewire able to be removed as usual?; due to resistance during removal, the guidewire was removed together with the catheter while still protruding from the catheter." Was there any resistance during the manipulation of the guidewire?; yes, resistance was felt. Was the guidewire inserted and removed from the catheter several times? Yes, several times. What was the act at the time the stuck occurred? 340 seconds. What are the details of the events leading up to the occurrences? When the catheter was being removed, resistance was felt while pulling the guidewire, so the guidewire was removed together with the catheter. Upon inspection of the wire, there were areas where the coil wire was stretched and portions where the core wire had protruded. A red, wire-like substance was observed attached to the catheter tip, which was considered the likely cause of the stuck. Note: all patient information fields that were left blank in the cnf - "asked but not available as per account". Physician comments: patient outcome: no adverse event. Infected: no. Generator/controller: yes, yes, fara star. Ablation catheter used: none other used: none. Event date: 2025-11-19. As reported device codes: 1457: entrapment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "difficult patient anatomy", "device interaction" "improper handling" and/or "undetermined cause" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.